Event description:
It was reported that the edges of the tip of the cobra grasper instrument were rough. No add'l info was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering did not observe any rough edges on the instrument wrist components (which includes the tip), therefore, the customer reported complaint cannot be confirmed. Engineering also observed a single deep scratch on the instrument main tube, located 1 inch above the wrist. The scratch had removed some material and based on the location of the scratch, engineering determined that the scratch was most likely caused by a collision with another instrument.